Manufacturer narrative:
Updated sections: d4: expiration date. Based on new information received, this event is no longer considered reportable. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 10 years and 5 months, underwent a valve-in-valve procedure due to structural valve deterioration with severe stenosis and a small paravalvular leak. The patient presented with increasing shortness of breath and chest pain with extreme exertion. The procedure was performed with a 26mm non-edwards transcatheter valve. The patient tolerated the procedure well, was taken to the cvr unit postoperatively in stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. Despite multiple requests for additional information, no other details regarding this event have been provided at this time. Based on the available information, a definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 10 year and 5 months, is being evaluated for a valve-in-valve procedure due to unknown reasons. No other details were provided.